Manufacturer narrative:
Additional information states that the patient had been on milrinone and didn't tolerate a trial of dobutamine due to arrhythmias. The patient went into acute renal failure with a creatinine of 4.17 with anuresis and declined dialysis. The patient did not do well. The pump remained on but the inotrope support was turned off. The death was not device related as reported from the site. The official of death was right heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. There are clinical factors that contributed to the patient's death that include the patient's previous medical history, clinical condition, and related comorbidities. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient expired on (B)(6) 2016 due to right heart failure. The pump remained on but the inotrope support was turned off. The death was not device related as reported from the site.